Event description:
It was reported that the user experienced elevated blood glucose after a recent infusion set change on the first day of ilet use, with fingersticks around the low-to-mid 200s and a trend upward that later began to decline after troubleshooting confirmed insulin drops at the cannula and education that the pump would dose conservatively early in therapy. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and resolution trend without additional intervention. Investigation included guided troubleshooting to confirm insulin delivery at the site and review of pump behavior and user technique. Investigation of this case revealed no device malfunction identified, with performance consistent with expected conservative dosing during initial adaptation and potential site-related or physiologic factors contributing to transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.